Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the left therapy electrode on her back. The patient alleged that the therapy electrodes were burning her skin. The patient described the irritation as a burning sensation which left an impression over time. The area was also described as bumpy, red, and irritated. The patient reported that her doctor had prescribed an oral antibiotic. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.